Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. It cannot be concluded what exactly caused the patient¿s (B)(6) peritonitis. (B)(6) is known to colonize on skin and nares of humans. Therefore, the patient¿s (B)(6) peritonitis may have been related to a breach in sterile technique or touch contamination during pd therapy. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was diagnosed with peritonitis. The peritoneal dialysis (pd) nurse stated that the patient¿s pd effluent culture grew the organism (B)(6). The patient was treated with vancomycin on an outpatient basis. The cause of the patient¿s peritonitis was not reported. The patient continued pd therapy

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.